Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# l79681, implanted: (B)(6) 2000. Product type: catheter: product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2012. Product type: catheter. (B)(4).

Event description:
It was reported that the patient had a catheter implanted which was 34 days expired at implant date of (B)(6) 2012. The product use before date (ubd) was (B)(6) 2012. No other information was provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).